Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.

Event description:
Customer reported via phone call that the insulin pump had pump error no motor movement. Customer's blood glucose level was 105 mg/dl. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Assisted with performing displacement test and test was passed. The device will be returned for analysis.